Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -13.00/4.0/093 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Lens rotation was observed. On (B)(6) 2024 the lens was exchanged for a longer length lens and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3-device evaluation: lens returned in dry in a micro-centrifuge vial with residue on product. Visual inspection found. Optic torn and haptic torn with residue on the lens. Dimensional inspection found the lens to be within specifications. Corrected data. D4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only" claim# (B)(4).